Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter's ok button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Patient had a 24 gauge 3/4 inch jelco protect IV plus safety IV catheter placed for daily intravenous immunoglobulin (ivig). It was found that the device would not flush and the IV site looked mildly swollen. Therefore it was removed, but the sheath detached. A tourniquet was placed on the left arm of the patient and the patient was then transported to the emergency center for treatment. The sheath could not be located by x-ray (2 attempts). The device was labeled as being radiopaque.the sheath remained in the vein near the entry and had to be surgically removed the following day. The product was labeled as being radiopaque, however it did not show up on the x-ray.====================== health professional's impression======================the product was labled as radiopaque, but did not show up on the x-ray and the product separated from the hub.